Manufacturer narrative:
Block b3: exact date unknown, event occurred post initial surgery prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent a procedure to help clean and close an incision that was not healing properly from surgery. The physician does not suspect incision had an infection. The patient was administered antibiotics and was doing well postoperatively. The device remains implanted.